Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported hearing static and popping noises when using the device. The patient is currently not able to hear with the device. There is no report of any accident or trauma to the implant site. Re-implantation is planned for (B)(6) 2016.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress at the housing braze joint through micro-leaks. The investigation results appear to match the problems mentioned in the patient report. Damages found during investigation are related to the removal surgery. This is a final report.

Event description:
The patient reported hearing static and popping noises when using the device. The patient is no longer able to hear with the device. There is no report of any accident or trauma to the implant site. The patient has been re-implanted.